Manufacturer narrative:
Investigation is ongoing. Device explanted but not returned.

Event description:
As reported, approximately 1 year, 6 months post successful valve implant the valve was explanted and replaced with a surgical heart valve for unknown reasons. Medical records were received for review. At the time of implant, the tavr operative procedure was a success with mild pvl reduced to trace after post dilation. Tee performed 1 year, 5 months post tavr showed severe mitral valve regurgitation. The tavr prosthesis was noted to be well-functioning with moderate to severe paravalvular leak involving the posterolateral aspect of the aortic valve. Approximately 1 year, 6 months post tavr the patient presented with dyspnea on exertion. They were admitted with a principal problem of severe mitral valve regurgitation, with a jet from the central coaptation point, due to posterior leaflet tethering. Moderate pvl of the tavr valve and heart failure with reduced ejection fraction were also noted. At the time of the tavr valve explant, mitral valve replacement, lv and atrial pacemaker lead placement, left atrial appendage ligation and a redo avr were all performed.

Manufacturer narrative:
Updated h.6 information based on engineering evaluation. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and one other complaint was found but was not related to any manufacturing non-conformance. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU was review for adequacy. Long-term durability has not been established for the thv. Regular medical follow-up is advised to diagnose any complications and evaluate valve performance. Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography includes: heart failure and exercise intolerance or weakness. Additional potential risks associated with the use of the valve, delivery system, and/or accessories includes: paravalvular or transvalvular leak and device explants. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The pvl was confirmed based on medical report. A review of device history record, lot history and complaint history did not reveal any indication of manufacturing nonconformance contributed to the reported event. In addition, review of IFU/training materials also revealed no deficiencies. As reported, ''approximately 1 year, 6 months post successful valve implant the valve was explanted and replaced with a surgical heart valve for unknown reasons.'' Tee performed 1 year, 5 months post tavr revealed moderate to severe paravalvular leak involving the posterolateral aspect of the aortic valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per medical record review, patient had developed severe mitral regurgitation in addition to aortic paravalvular leak. It is possible that the resulting heart disease had influenced the biomechanics of cardiac function, leading to morphological changes in the aortic valve, and thus, giving rise to the paravalvular leak. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event.